Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 7.34 ng/ml was obtained. The result was not reported out of the lab. The original sample was retested and repeated result was 0.02 ng/ml. There was no effect to patient attributed or connected with this event.

Manufacturer narrative:
The instrument's performance data was not supplied. Sample collection and centrifugation data was not supplied. A field service engineer (fse) was not dispatched for this event. The fse did speak with the customer, and customer indicated that they had issues only with this one patient sample. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.